Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead failed to sense due to patient physiology. The lead was electrically abandoned, by means of device programming. No patient complications have been reported as a result of this event.